Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2015-05650. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed. A 27mm watchman closure device & delivery system was inserted into the watchman access system. The watchman closure device was deployed in the laa. All release criteria were met and the watchman closure device was released. There was no evidence of pericardial effusion at this time. Two hours post procedure a pericardial effusion of 700ml occurred. The patient was hemodynamically unstable and the patient's blood pressure was low. Pericardial puncture and subsequent aspiration were performed successfully and the patient was stabilized. There were no further patient complications reported and the patient was in a stable condition post-procedure.